Event description:
Procedure: wedge resection. According to the reporter: the lung tissue was struct to the cartridge after firing and the staples did not form properly. Another surgical stapler was applied next to the previous staple line to resect the previous firing. The case proceeded normally.